Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of headache ("headache") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced headache (seriousness criterion medically important), thyroid disorder ("thyroid problem"), myalgia ("muscle pain"), fatigue ("fatigue") and adverse event ("gynaecological problems"). At the time of the report, none of the events had resolved. The reporter considered adverse event, fatigue, headache, myalgia and thyroid disorder to be related to essure administration. The reporter commented: marketed in france for 15 years, these devices have caused serious side effects in 870000 women. Some of have had their uterus removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2024: quality safety evaluation of product technical complaint. 17-apr-2024: health authority reference number added. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of headache ("headache") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced headache (seriousness criterion medically important), thyroid disorder ("thyroid problem"), myalgia ("muscle pain"), fatigue ("fatigue") and adverse event ("gynaecological problems"). At the time of the report, none of the events had resolved. The reporter considered adverse event, fatigue, headache, myalgia and thyroid disorder to be related to essure administration. The reporter commented: marketed in france for 15 years, these devices have caused serious side effects in 870000 women. Some of have had their uterus removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: patient and reporter information updated. No new follow-up information was received from the reporter. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of headache ("headache") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced headache (seriousness criterion medically important), thyroid disorder ("thyroid problem"), myalgia ("muscle pain"), fatigue ("fatigue") and adverse event ("gynaecological problems"). At the time of the report, none of the events had resolved. The reporter considered adverse event, fatigue, headache, myalgia and thyroid disorder to be related to essure administration. The reporter commented: marketed in france for 15 years, these devices have caused serious side effects in 870,000 women. Some of have had their uterus removed. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.